Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was 297 mg/dl at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that when he removed battery cap the metal piece in the battery cap came off advised caller that he can remove battery and place battery in storage mode until replacement cap arrives. The insulin pump will not be returned for analysis.